Event description:
The customer reported there was an air leak from the connection point of the carbon dioxide tank of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a gap in the adhesive between the acoustic lens and ultrasound probe. The reported issue (leak) was confirmed during testing. There was a leak due to a scratch on the scope connector. In addition, there was a cut on switch one due to physical stress, the scope connector was corroded due to water leakage, the bending section cover was discolored due to deterioration caused by the cleaning, disinfection, and sterilization process, the connecting tube was buckled due to handling, angulation in the up direction was reduced due to elongation of the angle wire, the ultrasonic connector was corroded due to water leakage, and the universal cord was buckled due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a stain entered inside the lens through the gap. However, the definitive root cause of the gap and stain could not be determined. Olympus will continue to monitor field performance for this device.